Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional mitraclip device is filed under separate medwatch report number.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitaclip procedure to treat degenerative mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and a grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. A new cds was advanced, and the clip was deployed. After clip deployment, the physician decided to add another clip. The third clip was advanced to the mitral valve and was deployed. However, after lock line removal second efaa was failed (clip was opening). The third clip was removed and changed to another clip. One clip was implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle (efaa). There is no indication of a product issue with respect to manufacture, design, or labeling.